Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 434 mg/dl at the time of the event. But the issue caused the customer¿s bg to exceed 500 mg/dl. A correction injection via manual injection was administered to address bg level. Reportedly,assistance was required by on call primary dr. (Name unknown) who advised to take the long acting insulin, gave carb ratios and told her to call them back. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.